Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026 a patient with lung cancer underwent a surgical placement of an implanted port in the chest wall via the right internal jugular vein. On (B)(6) 2026, during infusion, it was reported that the leakage was observed from the implanted port catheter. Upon removal, it was further reported that the catheter was found to be ruptured. The procedure was completed using another device. There was no reported patient injury.